Event description:
It was reported that "Wearable Failure" occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, in the evening, the patient had been vomiting for approximately 12 hours. The patient decided to go to the Emergency Room, but prior to this the patient checked her CGM which showed a sensor failed message and her BG meter reading was around 600 mg/dl. The patient¿s last known CGM value prior to the sensor failure was 120 mg/dl. The patient was also wearing a Tandem insulin pump. On (b)(6) 2026, the patient went to the ER and her BG meter reading was around 600 mg/dl. The patient was diagnosed with Diabetic Ketoacidosis (DKA) and treated with an IV insulin drip and Zofran. The patient was admitted to the Intensive Care Unit (ICU) for monitoring and was discharged home after being in the hospital for less than 24 hours. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of Diabetic Ketoacidosis.H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.